Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony zxt150 +21.0 diopter intraocular lens (iol) was implanted into the patient's left eye on (B)(6) 2018. Immediately after surgery the patient was reported to be unhappy and complained of blurred vision, halos and glare. The lens was explanted on (B)(6) 2018 and replaced with a zct150 +21.0 diopter. The incision was enlarged to remove the lens. No vitrectomy was performed and no other medical or surgical intervention was required. The patient was seen one day post-op and was reported to be well. No further information was provided.